Event description:
It was reported to medtronic minimed that the customer experienced a high blood glucose (bg) event, with a current bg value of 400 mg/dl. The customer reported a sensor updating alert with a guardian sensor. The event involved product(s) mmt-342, mmt-443ak, 78893-01 and mmt-1884. The customer has type 1 diabetes and managed the high bg by giving a bolus. The customer declined further troubleshooting. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event.the customer reported issues with the pump not recommending a correction bolus. The customer did not feel comfortable with the pump and decided to return it. Instructions were provided on how to discontinue pump use, revert to a backup plan as per healthcare provider (hcp) instructions, and place the pump in storage mode after discontinuation. No further customer complications were reported. Mmt-342, mmt-443ak, 78893-01 was not expected to return. Mmt-1884 is expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.